Event description:
It was reported the menu button failed intermittently. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Menu button on the keypad is out of mechanical specification. Upper and lower cases, and side bail covers are broken and contaminated. Ring cover is contaminated. Battery contacts are compressed and contaminated. Battery drawer is broken. Encoder flex is out of electrical specification. Battery flex is corroded and contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.